Event description:
About 45 minutes after the start of a routine hemodialysis treatment, the pt complained of severe pain in her arm that progressed through her joints. Treatment was terminated and the pt's blood was returned. The pt received oral benadryl and was transported to the hosp. The pt was treated in the ER for a possible allergic reaction. Facility staff could not obtain specific detail regarding the treatment provided in the ER. The pt was admitted for observation and no further medical intervention was required. The pt resumed dialysis therapy with nxstage system one in 2006 and no further incidents have occurred.

Manufacturer narrative:
The patient began dialysis with the nxstage system one approximately four months prior to the event with no similar incidents reported. The facility reported that the operator did not correctly configure the cartridge tubing lines prior to pt connection which resulted in infusion of premixed sterile dialysate into the priming and rinseback saline. As a result, a mixture of saline and dialysate was directly infused into the pt at initiation of treatment and at rinseback. Facility medical staff reported to nxstage that they believe that the pt's symptoms were a result of the infusion of dialysate in a pt with already high bicarbonate levels and self administration of sodium bicarbonate. Nxstage does not believe that lactate based dialysate would cause this reaction, an opinion supported by industry literature. The long history of safe use of lactated ringers solution is another example how infusion of lactated dialysate would not likely be the cause of the pt reaction, which is more likely the result of a drug interaction. The user's guide provides adequate steps for cartridge configuration for prime, treatment and for rinseback. There is no evidence of a device malfunction. Nxstage considers this report closed.